Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa25, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device is not available for return and no further information is available for the reported event. The manufacturer is unable to perform any further investigations. Because no further investigations are possible the root cause cannot be established at this time. Device evaluated by MFR: tavi performed.

Event description:
A patient was implanted with a mitroflow lxa25 sn (B)(4) on (B)(6) 2013 at (B)(6) medical center (B)(6). At 2 years follow-up valve showed failure with severe bio-prosthetic aortic stenosis. On (B)(6) 2015 a tavi was performed at (B)(6) medical center in (B)(6).